Event description:
It was reported that the patients right cervical lead had migrated that likely caused intractable headaches and neck pain. The physician believed that it was not device related. The patients cervical leads were explanted and the thoracic leads remains implanted. The patient was doing well postoperatively and the explanted leads will not be returned per hospital policy.

Manufacturer narrative:
Date of event: exact date unknown, event occurred couple of months ago from the date the manufacturer was made aware. Additional suspect medical device components involved in the event: product family: scs-linear leads; upn: m365sc2218500; model: sc-2218-50; serial: (B)(4); batch: 7015627. Product family: scs-linear leads; upn: m365sc2218700; model: sc-2218-70; serial: (B)(4); batch: (B)(4).